Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 2ml ls 23x1-1/4 an emerald plunger was difficult to move while drawing up the medicine. The following information was provided by the initial reporter, translated from (B)(4) to english: "the nurse found that the plunger of the syringe would not move while inhaling the drug."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 1811106. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were inspected and no defects were identified. It is possible that the medication or the method of use (high temperatures, pressure, several uses, etc.) Could have affected the sliding properties of the syringe. H3 other text : see h10.

Event description:
It was reported that the syringe 2ml ls 23x1-1/4 an emerald plunger was difficult to move while drawing up the medicine. The following information was provided by the initial reporter, translated from chinese to english: "the nurse found that the plunger of the syringe would not move while inhaling the drug".